Event description:
Bayer case number: (B)(4). Abdominal chronical pain [chronic abdominal pain]. Emotional and spiritual burden [stress]. Dizziness [dizziness]. Sleep disorder [sleep disorder]. Weight loss [weight loss]. Hair loss [hair loss]. Fatigue [fatigue]. Anxiety [anxiety]. Abdominal bloating [abdominal bloating]. Chronic pelvic pain [pelvic pain female]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal chronical pain") in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fever, ovarian cyst, body mass index normal, dysrhythmias, spontaneous abortion, parity 2, multi gravida and thyroid disorder. No known drug allergy. Never smoker. Previously administered products included: estradiol. Concurrent conditions were listed as covid-19, influenza, sore throat, chills, arthritis, vomiting, nausea, painful intercourse, loss of libido, joint pain, vaginal itching, vaginal discharge and perineal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), stress ("emotional and spiritual burden"), dizziness ("dizziness"), sleep disorder ("sleep disorder"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety"), abdominal distension ("abdominal bloating") and pelvic pain ("chronic pelvic pain") and was found to have weight decreased ("weight loss"). The patient was treated with clonazepam, meclizine (meclozine hydrochloride) and ibuprofen as well as surgery (to remove essure scheduled on (B)(6) 2025). Essure (ess205) treatment was not changed. At the time of the report, the dizziness, sleep disorder, weight decreased, alopecia, fatigue, anxiety, abdominal distension and pelvic pain had not resolved. The outcomes for abdominal pain and stress were unknown. The reporter considered abdominal distension, alopecia, anxiety, dizziness, fatigue, pelvic pain, sleep disorder and weight decreased to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to abdominal pain or stress. The reporter commented: patient calls requesting compensation for the problems caused by an essure device implanted on (B)(6) 2007, that after weeks after implantation she gradually developed abdominal chronical pain that is hard to control, she mentioned that it has caused emotional and spiritual burden, she also mentions that she needs to have a hysterectomy, but she is not able to afford it. Patient mentions that she has had a colonoscopy. I am writing to formally demand compensation for severe injuries and damages I sustained due to the essure sterilization device. I am writing to formally demand compensation for severe injuries and damages I sustained due to the essure sterilization device. I followed up with dr. She said it¿s common reaction, and didn¿t give any treatment. But my symptoms continued, so I has been seeking family doctor for help with the symptoms for more than 17 years with medication ( clonazepam) for sleep and anxiety, (otc meclizine) for dizziness and (otc ibuprofen for pain relief) etc. The systemic symptoms keep up and down but the local symptoms such as abdominal bloating and pain keep gradually increasing. So, I switched obgyn doctors from 2008 couple times until last year 2024 the latest one dr who recommended to do the surgery hysterectomy to remove everything including the essure device scheduled on (B)(6) 2025. (He told me he successfully served about 200 patients with same essure issues and did the same procedure hysterectomy to help patients reduce/ eliminate suffering from the devices). I need to wait so long to do the procedure due to my financial situation. Enclosed medical records and doctor¿s reports document the extent of my injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.384 kg/sqm. [Colonoscopy] (date unknown): not available. [Ultrasound scan vagina] (dates unknown): retroverted, homogenous, uterus, es 0.97 mm, essure coils noted bilaterally. And shows moderate amount of stool in your colon. Constipation can lead to abdominal pain/ discomfort. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: medical record received. New events dizziness, sleep disorders, weight loss, hair loss, fatigue, anxiety, abdominal bloating, chronic pelvic pain were added. Case became serious incident. Patients date of birth added. Medical history & concomitant conditions were added. Treatment drugs were added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal chronical pain [chronic abdominal pain], emotional and spiritual burden [stress], dizziness [dizziness], sleep disorder [sleep disorder], weight loss [weight loss], hair loss [hair loss], fatigue [fatigue], anxiety [anxiety], abdominal bloating [abdominal bloating], chronic pelvic pain [pelvic pain female], lower back pain [low back pain], vaginal discharge [vaginal discharge], emotional distress [emotional distress]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal chronical pain") in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of alcohol use, nonsmoker, fever, ovarian cyst, body mass index normal, dysrhythmias, spontaneous abortion, parity 2, multi gravida and thyroid disorder. No known drug allergy. Never smoker. Previously administered products included: estradiol. Concurrent conditions were listed as covid-19, influenza, sore throat, chills, arthritis, vomiting, nausea, painful intercourse, loss of libido, joint pain, vaginal itching, vaginal discharge and perineal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), stress ("emotional and spiritual burden"), dizziness ("dizziness"), sleep disorder ("sleep disorder"), alopecia ("hair loss"), fatigue ("fatigue"), anxiety ("anxiety"), abdominal distension ("abdominal bloating"), pelvic pain ("chronic pelvic pain"), back pain ("lower back pain"), vaginal discharge ("vaginal discharge") and emotional distress ("emotional distress") and was found to have weight decreased ("weight loss"). The patient was treated with clonazepam, meclizine (meclozine hydrochloride) and ibuprofen as well as surgery (to remove essure scheduled on (B)(6) 2025). Essure (ess205) treatment was not changed. At the time of the report, the dizziness, sleep disorder, weight decreased, alopecia, fatigue, anxiety, abdominal distension and pelvic pain had not resolved. The outcomes for abdominal pain, stress, back pain, vaginal discharge and emotional distress were unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, dizziness, emotional distress, fatigue, pelvic pain, sleep disorder, vaginal discharge and weight decreased to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to abdominal pain or stress. The reporter commented: patient calls requesting compensation for the problems caused by an essure device implanted on (B)(6) 2007, that after weeks after implantation she gradually developed abdominal chronical pain that is hard to control, she mentioned that it has caused emotional and spiritual burden, she also mentions that she needs to have a hysterectomy, but she is not able to afford it. Patient mentions that she has had a colonoscopy. I am writing to formally demand compensation for severe injuries and damages I sustained due to the essure sterilization device. I am writing to formally demand compensation for severe injuries and damages I sustained due to the essure sterilization device. I followed up with dr. She said it¿s common reaction, and didn¿t give any treatment. But my symptoms continued, so I has been seeking family doctor for help with the symptoms for more than 17 years with medication ( clonazepam) for sleep and anxiety, (otc meclizine) for dizziness and (otc ibuprofen for pain relief) etc. The systemic symptoms keep up and down but the local symptoms such as abdominal bloating and pain keep gradually increasing. So, I switched obgyn doctors from 2008 couple times until last year 2024 the latest one dr who recommended to do the surgery hysterectomy to remove everything including the essure device scheduled on (B)(6) 2025. (He told me he successfully served about 200 patients with same essure issues and did the same procedure hysterectomy to help patients reduce/ eliminate suffering from the devices). I need to wait so long to do the procedure due to my financial situation. Enclosed medical records and doctor¿s reports document the extent of my injuries. I am writing to formally demand compensation for severe injuries and damages I sustained due to the essure sterilization weeks later , I suffered significant complications, including dizziness, sleep disorders, weight loss, hair loss, fatigue, anxiety , abdominal bloating, chronic pelvic pain and so far the symptoms have not improved significantly, which have caused physical, emotional, and financial hardship. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.384 kg/sqm. [Blood follicle stimulating hormone] (date unknown): 57.5, [blood luteinising hormone] (date unknown): 28.6, [colonoscopy] (date unknown): not available, [cytology] on (B)(6) 2018: negative, [smear cervix] on (B)(6) 2017: negative for intraepithelial lesion [ultrasound scan vagina] (dates unknown): retroverted, homogenous, uterus, es 0.97 mm, essure coils noted bilaterally. And shows moderate amount of stool in your colon. Constipation can lead to abdominal pain/ discomfort. [Urine analysis] on (B)(6) 2016: lekocytes trace, nitrite-negative, protein-negative, blood-negative, ketone-negative, bilirubin-negative, glucose-negative. The most recent follow-up information incorporated above includes data received on: 17-sep-2025: summons received. New events vaginal discharge, back pain & emotional distress added. Lab data & medical history added. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.